Event description:
Subject plate was implanted at an unknown date. The plate broke post-operatively, again at an unknown date. Broken hardware was removed in 2000.

Event description:
Subject device was implanted on 3/23/00 for a comminuted proximal right femoral fracture with intertrochanteric and subtrochanteric components. Device was noted broken during the week of 6/23/00 and the device was removed on 6/26/00.